Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic video assisted thorascopic surgery, the device was difficult to toggle while suturing the diaphragm. The device was not properly passing the needle from jaw to jaw and fell out of the jaws 3 times into the patient cavity but was retrieved each time. A second handle was opened and used. He was able to complete the case but still encountered not smooth transitions from jaw to jaw with the needle when it was passing through tissue. There was no patient injury.